Event description:
It was reported that during the implant procedure, there were unacceptable thresholds, an inability to capture, and positioning difficulties. The lead was not implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.